Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to associated manufacturer report #6000123-2007-00054 for event details.

Manufacturer narrative:
The lot number is unknown; therefore, the expiration date cannot be determined. The complainant indicated that the device has been discarded and will not be returned for evaluation. A device analysis will not be performed; therefore, the relationship between the device and the reported event is undetermined. The october 2007 15-month spyscope access & delivery catheter product family complaint trend report inclusive of all failure modes, was reviewed no unfavorable trend was noted.